Event description:
Healthcare professional reported bilaberal rupture confirmed by CT scan. Bilateral capsular contracture baker grade iii. Device ha been explanted. This record relates to left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, underweight, one opening curved on the posterior and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on the posterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral rupture confirmed by CT scan. Bilateral capsular contracture baker grade iii. Device ha been explanted. This record relates to left side.